Manufacturer narrative:
The device was not returned for analysis. Once the device is received a supplemental report will be provided. Per the solitaire 2 instructions for use (IFU): do not torque the solitaire¿ 2 revascularization device. To prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcat heter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration.

Event description:
Medtronic received information that when retrieving the solitaire, it detached from the application system, in the middle of the wire. The patient was receiving thrombectomy procedure with the solitaire to treat a stroke in the left m1. One pass was made with the solitaire prior to the separation. The first pass did not remove any clot, because it was difficult to move the solitaire across the clot. The physician attempted to torque the device and use small moves, while not kinking the pusher. On the second pass there was difficulty 10cm past the hub so the physician retrieved the solitaire back into the sheath and reinserted it. There was resistance with the microcatheter as the patient had tortuous anatomy. There were no kinks or damage to the catheter observed. The solitaire was advanced up to the m2 (clot in the m1) with some pressure and the physician began to retrieve. There was no stenosis proximal to the thrombus site. It required time and the vessel was straightened. The microcatheter tip did not cover the solitaire device¿s proximal marker during the attempted retrieval. The physician used some pressure and at this time the solitaire device separated at the upper part of the pusher. The wire was close to the carotis interna (extracranial). The physician used a (non-medtronic) retrieval device to grab the wire, which was difficult to see. After 3 passes the device was removed. The clot was removed and the vessel was open. The tici prior to procedure was 0. Post procedure tici was 4. The vessel was successfully revascularized in spite of the solitaire separation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available. Device evaluated. Device evaluation: the solitaire device was returned for evaluation and the clinical observation was confirmed as the returned solitaire 2 stent device pushwire was found to be separated. Approximately 16.5cm of the distal portion of the solitaire 2 stent device was returned for analysis without the proximal portion. In addition, the rebar-027 micro catheter (pli-20) was not returned for analysis as it was discarded at the site. Therefore, any contributing factors from the proximal portion of the stent device and rebar-027 micro catheter could not be assessed. The outer shrink tubing at the proximal separated end was found to be stretched and damaged. The pushwire was found to be bent at ~2.5cm and 5.0cm from the proximal separated end. No issues were found with the marker coil or proximal marker band area. The non-working and working stent length was found to be in good condition. No breaks or kinks were found with the stent struts. Approximately 1.5cm of the proximal pushwire was cut and set out for sem analysis. No other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint. All products are 100% inspected for damages and irregularities during manufacture. Based on the device analysis, sem (scanning electron microscopy) analysis, and reported information the pushwire separated as the tensile strength was exceeded. In this event, use context may have contributed to the pushwire separation and damages as the physician torqued the device during the initial delivery, continued to deliver the device against resistance during a subsequent delivery and attempted to recover the device despite resistance. Per the solitaire 2 IFU (instructions for use): ¿do not torque the solitaire 2 revascularization device. If excessive resistance is encountered during the delivery of the solitaire 2 revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire 2 revascularization device against resistance may result in device damage and/or patient injury. If excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance. If additional flow restoration attempts are desired with the same solitaire 2 revascularization device, then clean the device with saline solution. Carefully inspect the device for damage. If there is any damage, do not use the device and use a new solitaire 2 revascularization device for subsequent flow restoration attempts following the steps described above starting with the ¿preparation¿ section. Use of a damaged device could result in additional device damage or patient injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.